Manufacturer narrative:
The device was evaluated at omsc. The evaluation is in progress currently. According to the information provided by the user, the device had been sterilized in an autoclave after precleaning. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that during the laparoscopic surgery using the device, the monitor screen went black for a moment. After that, the screen was restored and the user completed the procedure with the device. The device was used in combination with the olympus video system center otv-s190. The user inspected the device after the procedure and confirmed that the screen turned black again. The reported event may be attributed to the device because the same phenomenon occurred when the device was connected to another video tower. There was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device was evaluated at olympus medical systems corp. (Omsc). Omsc checked the device and duplicated the reported phenomenon. As a result of the evaluation, the following was confirmed. As a result of the leakage test, there was no leakage from the device. Omsc checked the repair history for the past year and confirmed that the device was repaired on june 27, 2019, march 11, 2020, and november 2, 2021. There were no significant device appearance anomalies that could affect the reported event. As a result of investigating the cause of the reported event, it was found that the image sensor unit cable in the universal cord was buckled. At the buckling point, the image sensor unit cable was damaged, causing the reported event. The exact cause of the reported event could not be conclusively determined. However, the image sensor unit cable may have buckled and damaged due to unexpected mechanical stress such as twisting or bending, or due to aging deterioration. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.